Manufacturer narrative:
Based on medical records information it appears that on (B)(6) 2015, the patient had a peritoneal dialysis fluid culture that was positive for streptococcus mitis/streptococcus oralis. According to the peritoneal dialysis registered nurse (pdrn), the patient had been completing his treatments with no missed treatments but did develop peritonitis which was confirmed with a culture. According to the pdrn, streptococcus mitis/streptococcus oralis is generally caused from dental contamination and not wearing a mask. According to the pdrn, the peritonitis is considered to be touch contamination related. According to the pdrn, the patient was not hospitalized and was administered antibiotics tobramycin, vancomycin and fortaz. Medical records do not contain progress notes, treatment sheets, medication records or physician orders for review. Medical records do indicate cause of patient's peritonitis. Medical records do not indicate a causal relationship between the patient's liberty cycler and concomitant products and the patient's peritonitis. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation and clinical investigation of medical records.

Event description:
A peritoneal dialysis nurse reported a patient developed peritonitis. According to the pdrn nurse the cultures noted are generally caused from dental contamination and not wearing a mask. The pd nurse considered it to be touch contamination related. The nurse confirmed there were no missed peritoneal dialysis treatments. The patient was not hospitalized but was administered antibiotics including tobramycin, vancomycin and fortaz.